Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 6 mm monopolar curved scissors instrument tip was found to be broken. It was not used in patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was noted when the mcs was inspected. The issue was identified during set up when patient was not in room. Instrument was not used on the patient. Tech could not get the scissor tip on instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sp monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have a sheath distal coextrusion lodged at the tube adapter. As a result, the in-house tip accessory is unable to be installed onto the tube adapter. No broken or missing pieces were observed at the distal end. Additional observation not reported by site: the tube adapter was found to have scratch marks/abrasions on the tube adapter.

Event description:
Refer to h11 for follow-up information.